Event description:
It was reported that the patient was presented with a 10 day history of a bulge over the xyphoid, starting on (B)(6) 2022. The patient had been massaging the collection and milking out the purulent discharge through the driveline entry site. Patient did not experience any fever or chills at home. There were no alarms associated with the event. Last cultures grew pseudomonas aeruginosa on (B)(6) 2022 and is currently on rifampin and keflex (cefalexin). The patient was hospitalized on antibiotic therapy and underwent a surgical debridement of involved tissue. The patient was clinically stable with normal hemodynamics on room air with open wound and a vacuum-assisted closure (vac) machine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.